Event description:
It was reported that the pump had stopped early. It had been beeping and displayed error codes 41541 and 2003, continuing to beep even after the batteries had been removed. The starting volume had been 100 ml, with 54 ml remaining volume. Both the air detector and upstream sensor had been turned on. The 46-hour 5fu infusion had been delayed for several hours. The patient had been provided with a new pump and a new preparation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.